Event description:
During removal of a foley catheter resistance was met. Md at bedside validated and verified that the balloon was deflated, and he slowly began to withdraw catheter. There was minimal blood noted at the tip of the patient's penis upon removal and the catheter was inspected and it was noted that one of the ribbed rings from the tip of the catheter had folded onto itself which could have been the cause of the resistance upon removal. No injury or harm to the patient.